Event description:
This rv lead was implanted on (B)(6) 2011. On (B)(6) 2011 the rv lead exhibited elevated pacing threshold measurements and intermittent high impedance measurements four days post implant. Patient was discharged with a lifevest pending right venogram and venoplasty procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).